Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. It is believed the recipient's issues were caused by an upper respiratory infection (uri). The recipient's swelling and no lock issues have resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient has reportedly experienced intermittent lock and swelling at implant site. The surgeon advised the recipient to use a compression wrap at night, which has helped reduce the swelling, and maintain lock.

Manufacturer narrative:
Additional information section d.6b. Advanced bionics considers the investigation into this reportable event as closed. No additional information will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.